Event description:
It was reported by the customer that the dc motor adaptor was broken. It was also reported that the outer sleeve on the green cable has broken off. No additional case details were known. There was not pt consequence reported. St holster being returned for repair.

Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the dc motor adaptor. After servicing, the unit passed all qa testing processes. Complaint info is trended on a regular basis to determine if further investigation is warranted.